Event description:
This device was returned with oos documentation from biotronik representative stating this device was removed due to intermittent output. The device would not pace when connected to the pocket. System removed: selox sr 53, MDR 1028232-2009-00354.